Event description:
Allegedly the patient was revised due to the following metal on metal complications: elevated cobalt and chromium blood ion levels; pain; tissue reaction to metal debris; corrosion and resultant metal ions. (Left)

Manufacturer narrative:
Updated the codes.